Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the day after this rv lead was implanted, the lead showed impedances of 2400 ohms. The physician chose to monitor the lead at that time and no revision was done. This lead was capped on (B)(6) 2016 due to high pacing thresholds during a normal device change out. The device was programmed to 4.0v@1.0ms due to increasing thresholds.